Event description:
It was reported a patient believed to have been implanted for a foot fracture on an unknown date required hardware removal surgery due to pain. A plate and an unknown amount of screws were explanted on (B)(6) 2014, while being removed from the plate one screw broke just below the head. This reportedly caused the hollow reamer and spare reamer tube to stick together. The broken head remains lodged in the reamer. No fragments remain in the patient. The hardware was explanted with no reported surgical time delay. This report is for the one screw that broke in the reamer, part and lot number unknown this is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device info: this report is for the one screw that broke in the reamer, part and lot number unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.